Manufacturer narrative:
(B)(4). Insulin pump received pump error during rewind due to corroded motor home switch. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error. Insulin pump tested outside the pump and received pump error at rewind.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.